Event description:
The area rep reported that the surgeon stated that during an operation, it showed that the collumdrill was not going in the hole of the nail, the same was by the distal locking.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.